Event description:
It was reported the patient experienced the device going haywire. The patient went right back to the hospital and her implant was removed. No outcome was reported regarding this event. Follow-up was attempted, but additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).